Manufacturer narrative:
Device evaluation: analysis of the returned device identified calcification, crease fold. Leak test and microscopic analysis was performed which identified: puncture opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated punctured due to surgical damage like consist in the use of some surgical tool. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and patient's concern with the product. These are a known potential adverse events addressed in the product labeling.

Event description:
Health professional reported left side capsular contracture, baker grade unknown and patient's concern with the product. Device has been explanted.